Event description:
It was reported that, during thr surgery, a piece of the polarcup trial insert nav 22/51 broke while impacting the cup. The device was located inside the patient at the moment of the issue but all the pieces were retrieved with tweezers. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
B5, event description: updated.

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement surgery, a piece of the polarcup trial insert nav 22/51 broke. Patient was not harmed. The complaint device intended for use in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the reported failure could be confirmed and a small piece has been broken-off of the main device body and was not returned; heavy signs of usage can be seen throughout the surface with some dull impact marks. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, a piece of the polarcup trial insert nav 22/51 broke. The device was located outside the patient at the moment of the issue. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.